Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5592 implantable pacing lead 2006 (B)(6). (B)(4)

Manufacturer narrative:
Product event summary: the medial segment of the lead was returned and analyzed. No anomalies were found. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. The pacing capture threshold in the rv was elevated. Ventricular capture management last successfully ran in (B)(4) 2011 with a threshold of 2.25 volts and threshold appears to be high since that time. Ventricular lead impedance gradually increased from approximately 1500 ohms to 2000 ohms. There was an apparent lead polarity switch in (B)(4) 2013 to unipolar with impedance of approximately 1400 ohms and the impedance continued to rise gradually since the polarity switch. Visual summary analysis of the lead indicated apparent explant damage. Electrical test results were passed, electrically and visually. (B)(4).

Event description:
The lead was eventually explanted and replaced. It was noted that the tines could not be extracted due to trabeculated tissue.

Event description:
It was reported, the right ventricular lead exhibited rising thresholds and high impedance measurements indicative of a possible fracture. There was also noise observed on the ventricular electrogram. A lead replacement attempt was made; however, the new lead could not be inserted. The patient is being referred to a larger hospital for lead extraction. The lead remains in use. No patient complications have been reported as a result of this event.